Event description:
The nurse was trying to remove the needle after insertion and she tried to put the blue protective shield inside the white part. While pushing, the plastic broke and she was stuck with the needle. The pharmacist said training occurred a yr ago and that the nurse did not follow procedure.

Manufacturer narrative:
Conclusions - a root cause could not be determined as the sample was not available for the investigation. The device history was reviewed for the reported lot# and no irregularities were noted during the lot's MFR. (B)(4)